Event description:
Complainant alleged that during a routine shift check by a clinician, there was no screen display on the device. The complainant indicated that there was no patient involvement in the reported malfunction.